Manufacturer narrative:
Concomitant medical products: product ID: 977a260, lot#: va1q830019, implanted: (B)(6) 2018, product type: lead, product ID: 977a260, lot#: va1q830012, implanted: (B)(6) 2018, product type lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 28-mar-2022, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 28-mar-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient in a clinical study with an implantable neurostimulator (ins) for spinal pain. It was reported that the therapy was not effective for pain relief and the patient had excessive pain, so they had not used it for 2-3 months; the clinical diagnosis was increased pain in the back. It was noted that the event was possibly related to the device or therapy, unlikely related to the implant procedure, and due to programming; the final programming date and time for most recent interrogation prior to the event was (B)(6) 2018. Diagnostics performed included an examination that was verified by the physician dictation and device interrogation completed by a manufacturer representative. Interventions taken included suspending the therapy on (B)(6) 2019, and reprogramming and reducing charge burden and addressing the low back pain on (B)(6) 2019. The outcome of the event was noted to have been resolved. On (B)(6) 2019, it was reported that the loss of pain efficacy was ongoing and the patient was no longer using their therapy. On (B)(6) 2019, it was reported that the etiology of the loss of pain relief was unknown. On (B)(6) 2020, it was reported that the patient was given a caudal esi on (B)(6) 2019 and had imaging done. It was found there was a small amount of leads moving from the original placement. X-rays showed the right lead extended from t8 to t10 space and the left lead extended from t8/9 to t10. The hcp noted the original placement was t8 and t9/10, so it appeared there was some movement of the leads from the original placement. Reprogramming was done on the same day to reduce the charge burden and it was noted the battery was depleted. On (B)(6) 2019, pain was reported as 4/10 but the patient called it severe so another caudal esi was done. On (B)(6) 2019, the patient noted all treatments had not helped the pain levels. All conservative treatment was unsuccessful and they were referred to the neurosurgeon for possible lumbar surgery. The etiology was noted to be additional neurosurgical lumbar disease. The additional neurosurgical lumbar disease was removed as the etiology on (B)(6) 2020, contradicting the previous report. The issue was noted to be unresolved with no further actions planned. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, lot# va1q830019, implanted: (B)(6) 2018, product type: lead. Product ID: 977a260, lot# va1q830012, implanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information as received from the hcp. It was reported that no further actions were planned for the therapy and the patient exited the clinical trial. No patient complications were reported as a result of this event.

Manufacturer narrative:
Product ID 977a260, lot# va1q830019, implanted: (B)(6) 2018. Product type lead, product ID 977a260, lot# va1q830012, implanted: (B)(6) 2018. Product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) in a clinical study (sdy). It was reported that the event was resolved without sequelae as of 2020-03-02.